Event description:
Hearing performance with the device reportedly affected. Six month ago a head trauma was reported. At that time, hearing performance was not affected. Currently the patient is under observation by the clinic.

Manufacturer narrative:
Additional information: according to the information received from the field in situ measurements show four channels with hi status. In addition the CT imaging reviewed by clinical support, indicates two channels to be outside of cochlea. A full insertion at the time of implantation is reported; therefore a slight migration of the active electrode array seems likely. These channels were deactivated and the recipient will be monitored by the clinic.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. In addition the CT imaging reviewed by clincal support, indicates two channels to be outside of cochlea. A full insertion at the time of implanatation is reported, therefore a slight migration of the active electrode array seems likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Hearing performance with the device reportedly affected. Six month ago a head trauma was reported. At that time, hearing performance was not affected.re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device reportedly affected. Six month ago a head trauma was reported. At that time, hearing performance was not affected.